Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: sample evaluation found when powering the unit on, half the display was black and half was grey with black lines. The root cause of the failure was identified as a failure in the lcd display. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Evaluation found when powering the unit on, half the display was black and half was grey with black lines.